Event description:
It was reported that the case is lose and leaking. No additional information.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a faulty pcb (printed circuit board), cracked enclosure and tank cover, stripped interlock block, worn line cord and block assembly. The customer stated problem was duplicated. The device was leaking. Replaced: pcb, enclosure, tank cover, interlock block, line cord, pole clamp, and block assembly. The cause of the reported problem was wear and tear damage from customer use. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.